Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body and the dark blue female connector of the transfer set had cracked which resulted in a leak. This was noticed during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with the naked eye noted a crack on the main body. There was no issue observed on the female connector. Functional testing, including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition of leak was not verified. The cause of the crack on the main body could not be determined. Should additional relevant information become available, a supplemental report will be submitted.